Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient felt a pain, shocking sensation after increasing the amplitude. It was recommend they decrease it to a comfortable level, but they stated it was hard to tell because they were still in pain from the implant surgery. Recommended decreasing amplitude further and the patient reported they no longer felt anything. It was recommended they leave it there until they had more time to heal. The patient called back and stated they needed help with their devices. They were at 0.3 volts on program 3. They decreased to 0.2 volts and said they believed it felt better. They said they didn't know if the pain was the incision or what. They were redirected to their healthcare provider.